Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee prothesis surgery the pin driver would not open anymore when the handle was pushed forward. The surgeon used large 4 mm k-wires with a threaded tip. In the beginning of the surgery there was no problem and the pin driver functioned well. During the removal of the k-wires (after wire 2 of 4), the pin driver would not open anymore when the handle was pushed forward. The other wires were removed by hand, so there was no harm for the patient. The pin driver made a squicky noise when the handle was moved and the tip did not open. This problem was seen before when the surgeon put the pin driver over the threaded part of the wires. The surgeon also mentioned that the driver 'slips' over the k-wires sometimes. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The manufacturer evaluation revealed the clamping system is frozen inside the drive shaft and does not open when the lever is pushed. Further evaluation also revealed the clamping system is dirty inside and the clamping brackets are worn.